Manufacturer narrative:
Device was used for treatment not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail procedure on (B)(6) 2014, the helical blade coupling screw broke into two pieces after being struck by the surgeon. The broken pieces were removed after a twenty minute delay. Another instrument was not required as the nail was already fully inserted. There was no reported patient harm and the surgery was successfully completed. This report is for 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: (B)(4). The product evaluation performed shows, one helical blade coupling screw (part# 357.377) was returned with a complaint category of ¿broken intraoperatively.¿ the helical blade coupling screw is part of titanium trochanteric fixation nail (tfn) system and it is used in the insertion of the helical blade during tfn procedure. The information is provided per the titanium lateral entry femoral recon nailing technique guide j3900-I. The returned helical blade coupling screw (lot# 4833702) was manufactured on may, 2005 and is 9 years old. The helical blade coupling screw was received with the knurled knob separated at the distal end tube union. Separated surfaces are homogenous with clear material separation, weldment remains intact. The knob shows evidence of hex drive wear and substantial hammer marks on the proximal side of the knob consistent with heavy use. The tube length shows considerable discoloration, roll marks, and scratches consistent with heavy use. A review of the design drawing indicates that the returned part was manufactured to drawing (357_377) since then there was one design change to the drawing that did not affect the intended use of the device. The method of use rather than a design deficiency has led to this complaint. Therefore, this complaint is confirmed however, the design of the device did not contribute to this complaint. The design is adequate for its intended use and did not contribute to the complaint condition and it is consistent with calculated risk assessment occurrence rate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.